Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approximately 41 months, oversensing after provocative maneuvers was reported. The lead was extracted but not returned to biotronik as it had been destroyed completely during the explantation procedure.